Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump failed audio beep test. Customer's blood glucose value was 150. The customer was assisted with troubleshooting. Customer states the audio volume of the insulin pump was not working and they change volume one to five and no difference on the sound same. Customer states the blood on site. Customer states the site was not actively bleeding. Customer states blood was visible on the sensor connector. Customer was not on medication that might cause bleeding. The device will not be returned for analysis.